Manufacturer narrative:
The service needs to replace battery and back cover.

Event description:
In this event it was reported that a propex pixi apex locator was giving incorrect measurements; no injury resulted.